Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown which date the device was implanted; (B)(6) 2010 or (B)(6) 2012. There was a second physician reported with this or the other event, and their contact info is as follows: (B)(6).